Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12345. It was reported, the patient stopped using her scs system several years ago due to ineffective stimulation. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12345. It was reported the patient's scs system was explanted.

Manufacturer narrative:
(B)(4). Products: model 3416, scs receiver, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.